Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer¿s blood glucose level was 25 mmol/l. The customer experienced nausea and vomiting as a symptom of high blood glucose level. The customer treated high blood glucose level with syringe. The drive support cap was not damaged. The insulin pump also had no delivery alarm and they stated that the insulin exited after troubleshooting. The insulin pump passed the displacement verification test. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.